Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further issues have been reported. The hmii lvas IFU device thrombosis and bleeding is listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years and 1 month. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a small thrombus. The thrombus is being managed on an outpatient basis with labs. No major power spikes were reported. The highest power noted was 7 watts, which quickly resolved. The patient is being considered for a potential pump exchange from the patient's current heartmate ii lvad to a heartmate 3 lvad in the future. The patient reported "questionable melena." Aspirin was discontinued on (B)(6) 2019. No other symptoms were reported.